Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of foreign object in the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device could not be determined there were no deviations from IFU in the reprocessing steps of the locations where foreign material remained. It was confirmed that the foreign material residue point was free from deformation. The event can be detected/prevented by following the instructions for use (IFU) below: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the nozzle of the colonovideoscope had foreign objects. There were no reports of patient involvement.